Manufacturer narrative:
Unit passed active current measurement and self-test. Pump failed sleep current test due to high currents. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 3.0 received the lowbatteryalert (104) on 11/02/2025 07:20:01 after more than 7 days at 20.82 days. Battery cycle 1.0 received the lowbatteryalert (104) on 10/12/2025 08:56:00 after more than 7 days at 18.66 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Unexpected battery power loss not confirmed. Failed battery test was not confirmed. No current code/category confirmed due to high currents, isolated to electronic stack. Unable to confirm damage battery cap due to receiving pump with no battery cap. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the insulin pump not recognizing new batteries and not turning on, with no prior low battery alert and the battery cap initially not screwing into the insulin pump correctly due to damage. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed and included checking for damage to the pump and battery cap, confirming the issue was resolved with a replacement battery cap. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer's response was that the device will be returned.